Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. Customer reported that this occurred on two occasions. No adverse event was reported. The insulin cartridge from the first incident was discarded by the customer. Cartridge from the most recent incident will be returned for evaluation.